Event description:
It was reported that the pt experienced muscle stimulation. The device was programmed lv output of 2.0v at 0.5ms on (B)(6) 2012. In the adverse event report on (B)(6) 2012, it was reported that the pt still experienced muscle stimulation. The left ventricular lead was then programmed to off.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.